Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by corrective injection manually and did not require any third-party assistance. Following the incident, technical support arranged for a replacement of the pump. The customer will use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery.